Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-1588tnt2 serial/batch number (B)(6) was received for investigation. Visual evaluation noted that the tape tag section is damaged/frayed. Additionally, one of the blue sutures is broken. Functional testing found that the suture loop system was opening and closing without resistance and therefore, functioning as intended. The most likely cause for the complaint allegation can be attributed to use error of the device due to excessive force being used when tensioning the sutures.

Event description:
Additional information was received on 1/17/2024: all fragments were retrieved. The case was completed by opening a new implant to finish the case. There were no photos taken.

Event description:
On 01/08/2024, it was reported by a sales representative via e-mail that an ar-1588tnt2 fibertag® tightrope® ii abs implants suture ripped. This occurred during an acl reconstruction on (B)(6) 2024 when the surgeon was whipstitching the autograft and fibertag. No additional information was provided, and additional information has been asked.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.